Event description:
It was reported that during a pci treatment procedure, the adante balloon ruptured at 8 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous mid right coronary artery. The physician used a 7f terumo introducer sheath for vascular access, a 7f brite tip al1st guide catheter and a whisper guidewire to cross the lesion. The adante balloon was removed and replaced with a mercury balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.